Manufacturer narrative:
Available details indicate that the device is issuing an error upon verification of the ECG cable. The customer was provided a quote for repair but the quote was not accepted and has expired. No repair was not performed, no parts replaced. No further investigation is possible. Device remains at the customer site. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. The engineer provided their analysis findings however, the quote was not accepted and expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the customer was provided a quote for repair but the quote was not accepted and has expired. No repair was not performed, no parts replaced.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device is issuing an error upon verification of the ECG cable. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that it is constantly giving an error during ECG cable verification. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.